Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. \product complaint # (B)(4). Investigation summary : no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.(B)(4).

Event description:
Literature article abstract entitled, ¿outcome of a hemispherical porous-coated acetabular cup with proximally hydroxyapatite-coated anatomic stem. A concise follow-up report at a mean of twenty years¿ by carbonell escobar r., et al, found in abstracts from the 12th congress of the european hip society (2016), page s12, abstract number op03-64, was reviewed. The purpose of this abstract is to report the updated results at 20 years for a previously reported cohort of patients who underwent a single updated total hip replacement. Implanted depuy products: duraloc cup, profile stem, 28-mm polyethylene liner, and a femoral head were used in all patients. Results: 6 cups and liners were revised due to polyethylene wear. 1 mispositioned cup- there is insufficient information provided within the text of the abstract to determine if treatment was required. 5 cups, heads and liners were revised due to late dislocations. All revised cups showed were well-fixed and osseointegrated during surgical revision. Captured in this complaint: 1 duraloc cup: implant misposition. 11 polyethylene liners: implant bearing wear and implant dislocation. 5 femoral heads: implant dislocation. Patient harms: joint dislocation, medical device removal, surgical intervention. The 11 cups revised due to polyethylene wear and dislocation had no reported product problems. There is insufficient information provided to attribute the polyethylene wear and dislocations to the cup.